Event description:
Due to stable angina, the pt underwent the index procedure with deployment of one des stent to the proximal circumflex coronary artery. Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. The pt received a peri-procedural loading dose of the study medication clopidogrel 600 mg. One day post index procedure, the pt began aspirin 325 mg, clopidogrel 75 mg dosing and was discharged from index hospitalization. Approximately 3 months post index procedure, the pt was diagnosed with in-stent thrombosis and unstable angina. The pt complained of chest tightness and shoulder pain radiating to the jaw and neck. Pt reported compliance with plavix (clopidogrel) and underwent catheterization which showed findings of unstable angina with in-stent restenosis at the distal margin of the prior circumflex stent. Percutaneous coronary intervention of the mid left circumflex was done with successful dilatation and stenting of the left circumflex lesion. Aggressive medical mgmt was done and the pt was continued on the dapt regimen. Both the events of unstable angina and in-stent thrombosis were reported as recovered and the pt was discharged. The events of in-stent thrombosis and unstable angina were considered as events that required initial or prolonged hospitalization. In the investigator's opinion, both the events of in-stent thrombosis and unstable angina were considered severe in intensity, unlikely related to the study drug, unlikely related to the study device, and not related to the study procedure.

Manufacturer narrative:
(B)(4). Eval, results: (thrombosis & tvr).